Manufacturer narrative:
Section h10: (h3) the broken reamer reported was likely the result of off-axis reaming, which led to crack initiation, propagation, and ultimate failure of the reamer blades. Section h11: *the following sections have corrected information: (h6) component code: 777, cutter/blade

Event description:
It was reported that this surgeon was in the process of reaming the humeral bone to prepare it for resurfacing, when the outer cutter ring of the reamer broke into two pieces. The majority of the reamer remained attached to the modular reamer handle and the dissociated piece fell onto the or floor. There was no delay/prolongation. Patient was last known to be in stable condition following the event. Device is returning.

Manufacturer narrative:
Pending evaluation.